Manufacturer narrative:
Corrected e2/e3 and g2 with information that was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress and/or chemical stress applied to insertion section during device handling by the user caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿. 3. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end of dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects or other irregularities.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and the customers allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the bending section cover rubber was leaking, the plastic distal end cover was dented, the bending section cover rubber glue was cracked, and the insertion tube was peeling. Additional information has been requested regarding this event, but no response has been received. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the bronchovideoscope failed the leak test at the tip. This issue occurred during aa unspecified diagnostic procedure. There was no patient or user harm associated with the event. The device was returned to olympus for a device evaluation and found the insertion tube coating was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.